Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation. Investigation but to the olympus regional repair center (rrc) in prerov, czech republic (received at the rrc on 2022-10-25). During the inspection at the rrc error message e433 was found in the error log but could not be reproduced. Thus, a temporary fault is assumed. The error message may have different technical causes. Since the error message could not be reproduced during the inspection, the cause for its occurrence could not be determined and the device is evaluated to meet the specification. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. A manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed from olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
When the loaner esg-400 electrosurgical generator was inspected at the olympus regional repair center in prerov, czech republic, after it had been returned from a customer, error message e433 was found in the error log. However, it could not be reproduced during the inspection. The customer hadn't reported any issues or faults prior to the loaner device being returned.